Manufacturer narrative:
The technician found the head of the bed, when raised, will not stay up. He isolated the issue to the head cylinder not holding. He replaced the head cylinder to repair the bed.

Event description:
Info received indicates the head of the bed cannot be raised.